Event description:
It was reported that a spectrum pump had system error 322 in the history log. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 322 which was not reproduced. Two occurrences of system error 322 were confirmed through review of the event history log. The two occurrences of system error 322 occurred on 01/08/2015 prior to the installation of the software upgrade on 01/26/2015, which is installed to address potential non-mechanical causes. The device was found to be operating mechanically as designed and no action will be taken at this time. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.